Manufacturer narrative:
An event regarding fractured screws involving a mis. Chandler retractor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the screw is fractured. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 4 other events for the lot referenced for similar reported events regarding screw fracture involving a mis. Chandler retractor. These events were from the same initial reporter facility and are within the scope of a CAPA raised to investigate this issue. Conclusions: the reported event is within the scope of a CAPA. The CAPA determined: during preparation of the milling hole in the handle , the operator forgot to mill in the chamfer. This human error caused an unvalidated rework performed, which was a completed/major re-welding. And there was no subsequent heat treatment post re-welding for this lot.

Event description:
The nurse at the hospital reported to the sales rep, that "the device fractured."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse at the hospital reported to the sales rep, that "the device fractured."